Event description:
Six months after stent implantation, the stent was totally occluded. Pci was performed in an elective case in a 100% confirmed restenotic lesion (after poba) in the posterior descending coronary artery of 30mm in length in an unknown vessel diameter. There are no additional characteristics of this type c lesion. Pre-procedure medications included asa 100 mg/day. Intra-procedure medications included asa 100mg/day, heparin 10000 units and ticlopidine hydrochloride 200 mg/day. The lesion was pre-dilated with a 2.0/23mm balloon at 16 atm before deploying two overlapping stents. First deployed was one 2.5/23mm cypher swtent at 14 atm before deploying one 2.5/18mm cypher at 14 atm proximal to the first one. Post-dilation was performed with a 2.5.18mm balloon at 16 atm. Ivus was not conducted. Timi 0 flow was recorded pre-procedure and timi iii flow was recorded post-procedure. Residual diameter stenosis was not measured. Acts were not measured. Approximately six months later, the patient had a follow-up visit. It was found that the 2.5/18mm cypher was totally occluded. To treat the late thrombosis a 3.0/23mm cypher was implanted proximal to the 2.5/18mm cypher that was totally occluded. Poba was conducted on that cypher with the sds.